Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 2 used (approximately filled with 20 ml) easypump ii lt 125-25-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the white clamps are closed and the patient connectors was not closed (the original wing caps were not handed over by the customer). Further on, we detected liquid at the filling ports (lli-cones) and at the patient connectors (lla-cones) of the 2 samples. The 2 pumps were filled with nacl 0.9 % up to the nominal value (125 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pumps did work immediately (solution was running). Leakages were not detected at the samples. Flow rate test: nominal: 5 ml/h. Actual: sample 1= 6.2 ml in 1 h; 12.2 ml in 2 hrs; 84.9 ml in 17 hrs. Sample 2= 6.5 ml in 1 h; 13.0 ml in 2 hrs; 90.0 ml in 17 hrs. Leakages were not detected at the received samples. A slow flow (as described by the customer) could not be determined. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): flowrate was too slow. Pump was filled with 60ml (meronem in saline 0,9%) to have a duration of the flow of 12 hours. After 12 hours there was still 30ml in the pump.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: note: as the complaint sample was contaminated with cytotoxic drug, investigation was done based on bbm preliminary investigation. Cause: cause could not be determine. Justification: not justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.